Event description:
It was reported by the rep (1) mcm20 was used during a sigmoid resection procedure. It was reported by the rep that in 2000, the pt was presented with an obstructed sigmoid mass. A sigmoid resection was performed. Four days later, the pt was returned with acute abdominal pain and postoperative diagnosis with breakdown of bowel at anastomotic site. The pt returned a third time with breakdown at bowel anastomotic site. The pt expired.